Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to the pump migrating in the scrotum. It was determined that the tubing had been cut too short and it was pulling the pump up. The existing aus balloon and pump were explanted and replaced with a new aus balloon and pump. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.